Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and parts supplier information to trouble shoot the issue and repair the device. The device was not returned to the physio-control for evaluation.

Event description:
It was reported that the device intermittently boots up in sync mode and the other device capabilities to provide defibrillation therapy were inoperable as the user was unable to turn off sync. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control's follow up with the reporter found that the device has been permanently removed from service and scrapped due to lack of repair parts availability. A conclusive cause of the reported issue could not be determined.